Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Product problem(s): "long blue filaments" (foreign material present in device). The surgeon reported: has been noticing an increase in long blue filaments in the anterior chamber or incision postoperatively. Sometimes I see a bunch in the side ports of the irrigation aspiration tip; I've had to remove at least 3-4 that were protruding through the paracentesis. They appear inert, but could introduce bugs. Additional information has been requested.